Event description:
It was reported that the patient presented to the clinic after an alert for high, out of range high voltage lead impedance was observed. No patient symptoms were reported. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.